Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Due to the (B)(4) 2015 FDA maintenance where the 3500a codes were updated, the 3500a codes (evaluation codes) will be added until the biosense webster system is also updated. Therefore the following codes apply: (B)(4).

Event description:
During a clinical trial sponsored by bwi, following a procedure with an ez steer thermocool nav catheter a (B)(6) male patient developed a mild dry persistent cough. The patient did require prednisone however hospitalization was not required. The physician's opinion regarding the cause of this adverse event is that this is possibly procedure related. The awareness date for this record is (B)(6) 2015 because additional information was received that the medication given was prescribed.